Event description:
Litigation alleges that patient had high concentrations of various metallic elements in her blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 1/12/2015 - ppd with medical records received. Part and lot information updated. Dor updated. Weight and dob provided. Patient revised to address bearing failure. Upon revision, dark gray stained synovium, metal wear debris, taper corrosion and no bony ingrowth on the acetabular cup were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: 2/2/15.